Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their insulin pumped had alarmed and displayed failed battery test. Customer was advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Customer states device functioning properly. Customer's blood glucose level was 520 mg/dl at time of reporting. Nothing further reported.